Event description:
The reporter performed back to back blood glucose tests and got results of 138 and 279 mg/dl. Tests were done within 5 minutes, using separate fingersticks. There were no symptoms reported. A control solution test was within range 139 (99-149). On follow-up, the reporter stated that she usually checks for enough blood and compares the confirmation dot to the color chart.